Event description:
On (B) (6) 2010 the pt reported that she has had 2 elevated blood glucose readings today. At 8 am she had a reading of 250 mg/dl and just prior to the report she had a reading of 223 mg/dl. Her normal range is 97-150 mg/dl. She felt no symptoms. Troubleshooting did not find any product issues. The pt was advised to contact her health care professional. On f/u with the pt on (B) (6) 2010, she stated her blood glucose has returned to her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.